Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 0.8ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (strip lot number:d150516-1). The control solution tests for level low are 51/51 mg/dl, for level high are 261/263 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patient (strip lot number:d150516-1). The control solution tests for level low were 51/50 mg/dl; for level high were 290/281 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 6:30 pm due to receiving hi results from the prodigy blood glucose meter. The end user was not talking and was staring at the ceiling. Therefore the paramedics were called and performed a blood glucose test with their meter and the result was 449 mg/dl. The end user was transported to the ER and admitted to the hospital for 2 days. Upon arrival to the hospital the end user's blood glucose was over 400 mg/dl. To lower her blood glucose an IV was administered and no other treatment was given. Upon discharge the end-users blood glucose was 261 mg/dl. The end users pcp prescribed an emergency glucagon kit (1 mg) to lower sugar levels if they become elevated. No further information provided.